Event description:
It was reported to covidien in 2008 that a customer had an issue with a salem sump. The client reports that the device appears more rigid in the last few weeks causing a colon perforation after a gastrectomy, when the tube was being drained; the patient had to be re-operated for peritonitis.

Manufacturer narrative:
It appears that the product has been used off label based on the location of the injury. An investigation is currently underway. Upon completion, the results will be forwarded.